Event description:
Heard a popping noise and the robot started smoking. No patient harm. Stryker representative, the operator of the robot immediately unplugged the robot and removed from the operating room. Stryker representative called repair technician. The robot was repaired and certified to be placed back in service.